Manufacturer narrative:
The customer clarified that the pump is operating as normal and there was no issue with the pump. The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Updated/additional information can be found in d4 g4 and h4.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported they are currently running chemo infusions on our pediatric populations. However, when they connect the closed system to the b port and start infusion at 3ml an hour, the drug doesn't get to the patient for another 3 hours (because it needs to transport down the primary line which is about 10ml). The pump is operating as normal. It's more of an issue with running drugs for pediatric patients on the b port. When they program the b port for 3ml an hour it won't reach the patient for several hours given there is still fluid in the primary line (about 12 ml). There was patient involvement and unknown adverse event.